Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a follow up check, the programmer exhibited a telemetry problem with an unstable connection. One to two minutes in to the interrogation session, the connection was lost. Several attempts to re-connect were made, but the loss of connection resulted in the patient experiencing syncope due to the inability to reprogram. A different programmer was able to reprogram the device to the correct settings. The programmer remains in use with no further issues. No further patient complications have been reported as a result of this event.